Event description:
It was reported that 10 large volume pump (lvp) keypads need to be replaced due to buttons not being working. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 10 large volume pump (lvp) keypads need to be replaced due to buttons not being working. There was no reported patient involvement.